Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) was not rotating properly. The fse replaced the bsv, which repaired the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating vote outs for red blood cells (rbcs) and white blood cells (wbcs). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.